Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the white pad started to fall off of the jaw. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: did the tissue pad become detached from the device? If yes: did the tissue pad fall into the patient? How was the tissue pad retrieved from the patient? Is the tissue pad being returned with the device? It was explained to me that the tissue pad began to fall off and instrument was removed from patient. A new harmonic was opened and the case was completed. The tissue pad should be in the packaging with returned instrument. The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. No incident related to the reported event was observed during the batch record review.